Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. Investigation of the case logs found that after initial registration of the patient, the user performed a landmark check on the ict markers to verify registration integrity. The user manual specifies anatomical landmark checks as the only way of verifying registration integrity and other checks do not guarantee accuracy. A surveillance marker was re-registered at the start of the case and it detected multiple shifts in the position of the patient reference array, but no attempts were made to verify registration integrity or recover. The user manual specifies that if a shift in the position of the surveillance marker occurs, the user should either perform an anatomical landmark check to verify that the registration is still accurate or re-register the patient. The case was completed; however, the screws were missed. There were no adverse effects to the patient. The cause of the reported issue was traced to user technique.

Event description:
Intra-op workflow. Ict fiducials were checked but the anatomical landmark check was not performed after spin. Surveillance marker detected movement warning appeared an anatomical landmark check was not performed. Dr. Missed screws on left pedicles on both right and left side laterally. Although all screws looked shifted to the lower right from plan. Dr. Decided to remove screws and move forward replacing them using a jam shidi.